Manufacturer narrative:
Additional data: date of birth: (B)(6). Gender: female. Date of event: (B)(6) 2017. The reporter indicated that the surgeon implanted a micl12.6 implantable collamer lens of -11.0 diopter in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a shorter lens due to excessive vault and elevated iop assessed on (B)(6) 2017. (B)(4)

Manufacturer narrative:
(B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgery implanted a micl12.6, -11.0 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to the lens being too big. The lens was exchanged for shorter lens. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
Device evaluation: the lens was returned in a vial taped to purchase returned form. Visual inspection found the haptic torn and the lens missing a piece of haptic and optic. (B)(4)